Event description:
Boston scientific received information that this device was alleged to be not performing as expected. The battery gauge said the device was half full and a year was left when it comes to the device longevity. The magnet rate was at 100 beats per minute two months ago, while at the most recent follow up it was at 90 beats per minute. Technical services advice was requested. It was noted that the device was at maximum outputs since the implant and it makes it difficulty to project the longevity when this is the case. A memory dump was offered by technical services for further evaluation of this case but the field representative declined. The patient will be followed up every two months. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion.